Manufacturer narrative:
Other, other text: b3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing, and the device to be in good condition. A review of the device's event history log revealed a ?cassette partially attached' alarm. Functional testing was performed. Upon review, the reported problem was confirmed and duplicated. It was determined that the flex circuit sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump cannot read the cassette after locking. No patient injury reported.

Manufacturer narrative:
Additional information received: "I can only report that it happened with a brand new device".